Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in fatal error. A technical support specialist found that the stations: g-endo-pa, g-msdu-pa, g-msdu-pb were no longer on the network and froze when the ethernet cable was connected. On further inspection the field service engineer along with the hospital information technology found that the stations were connected on vlan (virtual local area network) 210 instead of the vlan 208 which caused the stations to load problems and freezing upon reboot, and freezing when trying to sign in. The it department switched from vlan 210 to vlan 208. The fse then logged in and went to adapter settings to change the ip addresses, subnet, and gateway to its appropriate settings on the 3 medstations. The 3 medstations are now successfully connected to the hospital network, and the devices have begun communicating. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on fatal error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.